Manufacturer narrative:
A batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. The events are addressed in the labeling. Blisters are not addressed per se but may be considered secondary to the ischemia. No corrective or preventive action will be initiated. A causal relation between the events and the treatment seems possible. The injection technique may also have contributed to the events. The symptoms resemble those of an intravascular injection. The reported events are addressed in the labeling. The case fulfills the criteria for regulatory reporting since the events have needed intervention to prevent a potential serious deterioration in the state of health. The case fulfills the criteria for regulatory reporting since the events have needed intervention to prevent a potential serious deterioration in the state of health. This report was initially received on 22-sep-2015 with an event of blisters and not assessed as a serious event. The follow-up information received on 07-oct-2015 was assessed as serious and the case is now submitted as the initial serious submission.

Event description:
On (B)(6) 2015, the galderma medical services call center received from a sales representative a call with an adverse event report initially received from the reporter who is a physician. On an unknown date in 2015, a female patient received restylane silk on the glabellar area. A few days ago in (B)(6) 2015, the patient developed blisters on the injection area. On (B)(6) 2015, the galderma medical services call center attempted to contact the reporter via phone, but was unsuccessful in speaking with the reporter. Hence, no additional information was available at the time of the report. A follow up report was received (B)(6) 2015 from the physician. The physician reported that the patient was identified as a (B)(6) year old female. The patient had a past history of botox on (B)(6) 2015. The patient was injected with 0.05ml of restylane silk into a glabellar scar. The physician reported that the patient contacted him hours later complaining of redness and pain. The patient was seen in the office 4 hours after the injection with evidence of venous congestion over the injected scar that extended 2cm cephalic into the mid-forehead. The physician injected 50mg of hyaluronidase, applied nitropaste, massage and a wound care ointment. The physician reported that the redness persists and the patient had blisters form 2 days later. The physician reported that the events resolved within 2 weeks. No further information was available.